Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a gi bleed in the stomach. According to the complainant, "to permanently deploy the resolution clip, the moving slider is moved proximally beyond the tactile resistance point and 2 clicks will be heard. The clip sound should indicate that the clip is separated from the catheter; however in this case, the clip was still attached to the catheter and did not deploy." It was reported that the device grasped tissue, however it did release from the tissue without complications. The device was removed from the patient with the clip still attached to the delivery catheter and another of the same device was used to successfully complete the procedure. This event did not exacerbate the gi bleed. The patient was reported to be in "stable" condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used to treat a gi bleed in the stomach. According to the complainant, "to permanently deploy the resolution clip, the moving slider is moved proximally beyond the tactile resistance point and 2 clicks will be heard. The clip sound should indicate that the clip is separated from the catheter; however in this case, the clip was still attached to the catheter and did not deploy." It was reported that the device grasped tissue, however it did release from the tissue without complications. The device was removed from the patient with the clip still attached to the delivery catheter and another of the same device was used to successfully complete the procedure. This event did not exacerbate the gi bleed. The patient was reported to be in "stable" condition at the conclusion of the procedure.

Manufacturer narrative:
Updated patient information. A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned for evaluation. It was also noticed that there was a kink in the control wire near the handle. Based on the condition of the returned device and the details of the complaint, it is probable that the failure to release the clip from the delivery system was due to anatomical or procedural factors encountered during the procedure; therefore, the root cause for this complaint is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Balthough the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.